Event description:
The hcp reported, a calculation problem during the programming of a priming bolus. The error was noticed while the patient was still in the or. An additional priming bolus of 0.05 mls was being considered to complete the total pump tubing and catheter tubing volume. No adverse patient event was reported. Additional information has been requested but was not available on the date of this report,

Manufacturer narrative:
.